Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water leak in coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was due to damage to the cable unit. The most probable cause of water leak in coupler unit is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head showed no image. There were no reports of patient involvement.